Manufacturer narrative:
Date of explant (B)(6) 2017.

Event description:
Additional information: additional information was received "ae outcome: resolved with sequela, sequela - pump exchange". The patient had signs of hemolysis and worsening heart failure with prolonged hospitalization and received a pump exchange on (B)(6) 2017.

Manufacturer narrative:
A potential cause of the reported increase in lactate dehydrogenase (ldh) could not be confirmed. The evaluation of the left ventricular assist system (lvas) did not reveal a device related issue. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 1 year. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted on (B)(6) 2017. Blood test results showed an elevation in lactate dehydrogenase (ldh) of 776 u/l, and device thrombosis was suspected. As of (B)(6) 2017 a decreasing trend was seen in the ldh. The patient was being monitored and a ramp echocardiogram study was to be performed if necessary. The patient was anticoagulated with bivalirudin. No additional information was provided.